Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was cracked below the clamp. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was discarded; therefore a device analysis could not be completed on the actual sample. However, a companion sample was received for evaluation. Visual inspection was performed using naked eye and no defect was observed that contributed to the reported condition. Functional, pressure, and clear passage testing were performed with no issues noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.